Event description:
It was reported that a homechoice device experienced an increased intra-peritoneal volume event. This was observed after peritoneal dialysis therapy. The reporter stated that the last fill volume was 800ml and the final drain was 2639ml. The patient felt overfilled; however, there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. An internal and external inspection of the device was performed and no problems were identified. The device passed all of the electrical and temperature confirmation testing. The reported issue was confirmed through the review of the event history log. Should additional relevant information become available, a supplemental report will be submitted.